Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain and skin overgrowth around the abutment site on multiple occasions. The patient underwent revision surgery to excise the excess skin on (B)(6) 2010 and (B)(6) 2012. The abutment was replaced on (B)(6) 2012. The implanted device remains.